Manufacturer narrative:
Post market vigilance (pmv) received the device. The visual inspection of the returned product noted the sulu was fully fired. There were no abnormalities observed with the stapler. Pmv performed functional testing which included resetting and reloading the sulu with staples. The sulu was loaded into the instrument and applied to the appropriate test media. The jaw closes smoothly, the pin slide advances fully, and the handle actuates smoothly into pre-clamped and clamped positions. The jaw opens, handle unlocks and pin slide retracts when black release button is depressed. Acceptable staple formation was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right colectomy, part of the colon did not staple, it appears as if the stapler had a section of missing staples. No staplers were found around the colon, or in the stapler. A small section at the end was simply missing. Caught by surgeon and anastomosis was performed again using another device to complete the procedure. There was no patient injury.